Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient information.

Manufacturer narrative:
The returned ipg displayed normal device characteristics. The cause of the reported issue could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient ipg was turning off on it own. Troubleshooting did not resolve the issue. As a result, ipg was explanted and replaced .therapy restored post-op.